Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically modified. The physician stated the rv lead lost slack when the implanted system shifted down due to the anatomy of the patient. The rv lead was repositioned to recover the optimal slack. The lead remains in service. No additional adverse patient effects were reported.